Manufacturer narrative:
(B)(4). D10. Unknown cls stem item# unknown lot# unknown. Unknown head item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. G2. Report source: italy. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: comparative study of fitmore and cls stems in total hip arthroplasty: midterm clinical and radiographic outcomes. F. R. Evola; a. Caldaria; l. Costarella; a. G. D¿amico; v. D¿agata; m. Vecchio; g. Sessa. Musculoskeletal surgery. Pages(1-9). 2025. Https://doi.org/10.1007/s12306-025-00885-x.

Event description:
On 10-jun-2025, a journal article was retrieved from musculoskeletal surgery (2025) that reported a retrospective study from italy. The purpose of the study was to compare the radiological and functional outcomes of short stem and traditional stem during midterm follow-up. The study reviewed a consecutive series of 50 hips/50 patients using a fitmore stem and 50 hips/50 patients using a cls stem, between 2008 and 2015. The surgeries were performed by a single surgeon using an anterolateral watson-jones approach and a press-fit technique. The indication for revision/surgery was idiopathic or secondary osteoarthritis of the hip, avascular necrosis of the femoral head, moderate hip dysplasia (crowe 1°¿2°), rheumatoid arthritis, previous slipped epiphysis of the femoral head, or perthes disease. The study population had a mean age at time of surgery of 57.0 ± 8.4 and 56.6 ± 10.9 years; 28 males/22 females for the cls group and 19 males/ 31 females for the fitmore group. Follow-up was conducted at one month, three months, six months, twelve months, and annually thereafter with a mean length of follow-up of 8.4 ± 2.1 years in the cls group and 7.6 ± 2.2 years in the fitmore group. A journal article reported four patients within the cls group experienced moderate thigh pain at the follow-ups > 1 year post-operatively. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.